Manufacturer narrative:
The reported issue was discovered when the unit was powered up, and prior to turning on the gas blender. The manufacturer's subsidiary's service technician performed an inspection of the internal components in the base and removed the network interface card (nic) and the cable connections. The components were reinstalled and the issue did not reappear.

Event description:
It was reported that during use of the device for a non-clinical activity, there were red 'x's displayed over the gas blender and level detector icons on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
The reported complaint is not verifiable. Multiple diligence attempts for part return were unsuccessful so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.